Event description:
The following has been reported: pump problem alarm found during software upgrade, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. There is a failure in the positive vent valve (valve 1), potentially due to contamination during the manufacturing process. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.